Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A 5076 implantable pacing lead, (B)(6) 2013. A 6947m implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that one week post implant, a device check noted short interval counts (sic) and non-sustained tachycardia (nsvt) episodes. A loose lead pin was suspected, however, at nsvt episodes, crosstalk sensing of atrial pacing was generated in the ventricle and a device failure was suspected. At a pre-op check, the noise repeatability wasn¿t confirmed. During incising the pocket, noise had occurred when the physician touched the epidermis of the pocket. A loose pin wasn¿t confirmed at the lead connection and noise interfusion wasn¿t confirmed with tensile force after the device was exposed. However, tapping the body around the cavity connection of the device and lightly stressing the device, noise interfusion was confirmed. The device was explanted and replaced. With the new device, no noise was confirmed on the same conditions as above, and crosstalk of atrial pacing wasn¿t generated. No patient complications have been reported as a result of this event.